Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported unspecified issue with the "occlusion sensor" which was not reproduced. The reported occlusion sensor issue was verified through a review of the event history log as "upstream occlusion!" Alarms on the final days of customer use. Evaluation determined the reported symptom to be caused by out of specification ultrasonic sensor fluid readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified issue with the "occlusion sensor". There was no patient involvement. No additional information is available.